Event description:
During a coiling case with a venous approach, the physician withdrew a penumbra coil 400 into its introducer sheath. When the physician attempted to advance the coil into the microcatheter for a second attempt, he was unable to advance it. The spring appeared to be broken at the proximal end.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the pull wire is protruding beyond the distal edge of the ddt by 5mm. The proximal constraint ball is captured in the ddt and the pet lock at the proximal end of the pusher is intact. These observations are consistent with an undetached coil. The coil loops are offset approximately 1 cm from the proximal end of the coil. There are multiple kinks in the tube of the pusher assembly. Conclusion: the complaint report noted that the coil was loaded into the catheter then resheathed but could not be advanced back into the catheter. It is likely that the coil was damaged during resheathing, causing the coil loops to offset, making it difficult to reload the coil back into the catheter. Damage to the coil can occur due to improper handling during coil manipulation and resheathing. The complaint report also mentioned that the coil appeared to be broken at the proximal end. There was no break in the coil discovered during the device evaluation, it is likely that the physician was seeing the sr member at the proximal end of the coil which was exposed when the coil loops were offset and compacted during manipulation in the sheath.